Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedances. This lead was surgically abandoned and the existing pacemaker was explanted. Both products were successfully replaced. The lead was suspected to be fractured, but an x-ray was taken and no damage was visible on the lead. The lead was not tested via a pacing system analyzer. No additional adverse patient effects were reported.